Manufacturer narrative:
Findings: unit received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. Unit received with operating currents within spec. Unit passed selftest, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime fill anomaly noted. Unit received with cracked belt clip slot and battery tube threads. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump continues to drip insulin after motor stops during the manual prime process the customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and was able to successfully prime the device. However, the customer wanted to send the insulin back for analysis. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.